Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had packaging integrity failure due to adhesive delamination, this was reported to have caused a sterility breach. No serious injury or medical intervention reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had packaging integrity failure due to adhesive delamination, this was reported to have caused a sterility breach. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no h.3. Device returned to manufacture: yes investigation summary: our quality engineer inspected the returned units provided by your facility. Bd received four insyte autoguard units from lot number 6308948. All components were present and intact. The units were received partially open therefore confirming your reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. The set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak tests were performed on various stages throughout the manufacturing packaging process, all the inspections passed per specifications. The analysis of the top web adhesive where the product characteristics require a specific seal transfer was met per specifications. In addition, the paper top web of the returned units were analyzed under a uv light. The glue used to seal the top and bottom webs is uv fluorescent. This analysis revealed an adequate amount of top web adhesive. The key variables that affect seal strength are seal transfer/width and top web glue. Both variables were looked at during the investigation. The returned units provided for evaluation for this incident met the manufacturing specification requirements. In conclusion, where the packages were found partially opened, the process characteristics that directly influence the seal strength (seal transfer and top web glue), measured within specification. Although the returned units met specifications, a corrective action project has been implemented to address the issue of inadequate sealing of packages. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.